Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultra meter does not power on. The complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the issue began on (B) (6) 2010 at approximately 2 am or 3 am. The pt denied taking any diabetes medication to manage her diabetes; however, stated she continue with her usual diabetes management routine after the alleged issue occurred. At an unspecified time after the reported issue began, the pt complained of sweating. The pt denied receiving any treatment as a result of the alleged issue. At the time of troubleshooting, cca verified that the subject meter did not power on with test strips, however, will power on with power button. Replacement products were sent to the pt. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.